Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer was treated with bolus. The customer did experienced the symptoms such as dry mouth. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer did not allege insulin pump for under delivering. Customer stated that they did high pressure test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).